Manufacturer narrative:
On 17 january 2017 the r&d project manager performed a preliminary investigation based on the images provided by the reporter and commented as follows: the images was analyzed. The central locking disc jumped off from the impaction plate, probably due to an elevated torque during its use, and the plastic coverage opened, probably due to the missing of the locking disc. This type of discrepancy will be continuously monitored. Batch review performed on 24 january 2017. (B)(4). No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Not yet received.

Event description:
This was a primary surgery. During the surgery the doctor was using the impactor. He locked the cup in place and began to tamp the cup in place. The cup would not release from the inserter and had to pulled back with the cup still attached. Upon removal the doctor noticed metal pieces present. The surgeon had to install the cup manually using a secondary impactor to place the cup in the patient. The surgery was successful however the surgeon was not happy.

Manufacturer narrative:
As reported in the initial report, the instrument would have been available for further investigation. To date, medacta has not received the item back, yet. For this reason, the complaint was closed. In case of updates, they will be comunicated to FDA. On (B)(6) 2017 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2017 the report was sent to the initial reporter and the case was closed.